Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service technician replaced the batteries. Complete pm with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
A field service engineer (fse) reported that during preventive maintenance (pm) the intra-aortic balloon pump (iabp) battery run time test failed. There was no patient involvement, therefore no adverse event was reported.